Manufacturer narrative:
Device eval is anticipated but has not yet begun. A supplemental medwatch report will be provided when investigation is completed. (B)(4).

Event description:
It was reported that the safety valve test failed during pre-use check. There was no pt involvement. (B)(4).